Event description:
It was reported that after a product demonstration event, a piece broke off from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a product demonstration, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that after a product demonstration event, a piece broke off from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a product demonstration, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Additional information added for d9, h4. Device evaluation: follow-up report submitted to document device evaluation results. H3: other text : discarded by user.